Event description:
It was reported that the 2 distal screws were stripping and would not lock onto a1 level plate. New screws and a new plate were used. The surgery was completed and the patient is stable.

Manufacturer narrative:
Catalog # 5000962, lot # 321700. Catalog # 5000912, lot # 502110. Date of manufacture: 4/2007. Date of manufacture: 8/2007.